Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with device software error. The customer's blood glucose level at the time of incident was 206mg/dl. Troubleshoot was conducted. The customer was advised the device would have to be replaced and returned for analysis. The customer declined the continuation of therapy pump, and declined to return out of warranty pump. The customer will be speaking with representative about upgrading and receiving new pump.